Event description:
It was reported that following approximately three minutes of activation, the recanalization catheter became stuck in the lesion. During attempts to retract the catheter from the vessel, the metal tip of the catheter detached. The detached tip was not retrieved. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw material, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation and the distal tip was missing and not returned with the device. The outer catheter remained intact. At the distal tip of the device, the marker band was present. The investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter, combined with the tip being stuck in the lesion, resulted in the tip detaching from the catheter. The definitive root cause for the tip getting stuck in the lesion is unknown. It is unknown whether patient and/or procedural issues contributed ot the event.